Manufacturer narrative:
A sample received in in opened original packaging with cover foil. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. An electrical conductibility measurement was performed. And recognized that the outer pole did not have appropriate contact. A visual inspection did not show any abnormalities. Therefore, a destructive investigation was performed. Insight the instruments all electrical contacts were investigated. All contact showed a mechanical stable contact. To investigate the contact to the plug pin the pin was dislocated from the basic tray. During this manipulation, one contact point broke off when it was highly loaded, during the manipulation. The second contact point was still intact after the manipulation. Therefore, it can be concluded, that both contact points on the plug pin were intact. Base on this investigation customer complaint is confirmed. In production a 100% inspection of the instrument is performed, which would identify defect contact points. Since the instrument passed this test, the contact must have been affected later. But this cannot be determined anymore. The root cause was unable to be verified, as no signs were found indicating the cause of insufficient contact. A manufacturing or design related root cause for the damage of the complained device has not been identified. This complaint has been reviewed and future data will be monitored for evidence of adverse trending. And further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received at manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a diathermy probe did not work after inserting into the eye during a cataract/vitrectomy combination surgery. The surgery was completed after replacing the product with another diathermy probe. There was no harm to the patient.